Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hazy screen which was difficulty to read. Customer¿s blood glucose level was unknown. Customer also reported battery life had diminished from the first day of receiving the insulin pump and crack around the battery crack area. Customer declined for the helpline. The device will not be returned for analysis.